Event description:
Adam alleged that the bed was not sending a nurse call, no injuries. The siderail cable was pulled from the utv board and the composer box.

Manufacturer narrative:
Adam replaced utv board and cable to resolve the problem.